Manufacturer narrative:
Pump passed operating current, a21 error test, displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the drive support cap was damaged and sticking out. The customer reported that over the past couple of weeks, their blood glucose had been low and high. They noticed the drive support cap would come out a little bit when giving a bolus. The customer¿s blood glucose level during the incident was 47 mg/dl. The customer treated the low blood glucose with 80 carbohydrates. The customer¿s current blood glucose level was 65 mg/dl. The customer stated that they did a rewind prior to the call. They stated that the drive support cap popped right back out. They discontinued use of the insulin pump. Troubleshooting was performed. The device was returned for analysis.